Event description:
It was reported via study that the subject experienced abdominal pain and nausea as a result of post-interventional embolization syndrome requiring prescription medication. On (B)(6) 2023, the subject was randomized in the study. Planned treatment type was selective treatment. Treatment with therasphere was performed on (B)(6) 2023. 99mtc-maa angiogram was performed, and target volume was 439 cm3. 15.46 gbq was administered through 1 vial. Total activity of therasphere delivery to lung was reported as 0.202 gbq. The total activity of therasphere delivered to the perfused liver tissue was 3.98 gbq and total radiation dose to lungs was 10.1gy. On (B)(6) 2023, on the same day of index procedure, the subject experienced nausea and abdominal pain due to post-interventional embolization syndrome. The subject was administered 30 mg of ketorolac tropanol injection intravenously to treat abdominal pain, 80 mg of aprepitant capsules, and 0.05g of indomethacin suppository orally to treat the nausea. On (B)(6) 2023, the events were considered resolved.

Manufacturer narrative:
A2 - age at time of event: the subject was 36 years old at the time of study enrollment. D3 & g1 manufacturer zip/postal code:(B)(6). H6 - patient code(s): e2402 was used to capture the reported patient symptom of post embolization syndrome (pes). Based on the nature of the product, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
A2 - age at time of event: the subject was 36 years old at the time of study enrollment. D3 & g1 manufacturer zip/postal code: gu9 8ql. H6 - patient code(s): e2402 was used to capture the reported patient symptom of post embolization syndrome (pes). Based on the nature of the product, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Amended fields: h6 - evaluation method codes, evaluation conclusion codes.

Event description:
It was reported via study that the subject experienced abdominal pain and nausea as a result of post-interventional embolization syndrome requiring prescription medication. On (B)(6) 2023, the subject was randomized in the study. Planned treatment type was selective treatment. Treatment with therasphere was performed on (B)(6) 2023. 99mtc-maa angiogram was performed, and target volume was 439 cm3. 15.46 gbq was administered through 1 vial. Total activity of therasphere delivery to lung was reported as 0.202 gbq. The total activity of therasphere delivered to the perfused liver tissue was 3.98 gbq and total radiation dose to lungs was 10.1gy. On (B)(6) 2023, on the same day of index procedure, the subject experienced nausea and abdominal pain due to post-interventional embolization syndrome. On (B)(6) 2023, 0.05g of indomethacin suppository was given orally for the nausea. On (B)(6) 2023, 30 mg of ketorolac tropanol intravenously for the nausea. On an unknown date, an unknown medication was given to treat the abdominal pain. On 23-oct-2023, the events were considered resolved.